Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon 1cm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the distal tip. The length of the catheter was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-mar-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.